Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years 4 months post implant of this 23mm aortic bioprosthetic valve, the patient underwent a bioprosthetic or native aortic scallop intentional laceration (basilica) procedure and a 23mm transcatheter aortic valve was implanted due to increased gradients. The patient became unstable during basilica of right leaflet. The valve was deployed at proper depth without issue and functioned well. An impella was inserted and the patient left room stable. However, complications from basilica during procedure left patient with limited capacity and the patient passed away.